Manufacturer narrative:
Received the following: one (1) used list# unknown, cadd cassette; lot# unknown. One (1) used list# cl3960, oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros®; chemolock¿; syringe transfer set w/microclave®, chemolock¿ port; lot# 14196319. No visual damages were observed. Residue of a leak was observed at the connection of the y-port and the chemolock. The reported complaint of a leak could be confirmed from the evidence on the returned sample. Residue from a leak was observed on the connection of the chemolock and the y-port, however, during testing the leak could not be replicated. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros¿; chemolock¿; syringe transfer set w/microclave¿, chemolock¿ port where it was reported there was leaking from the cadd oncology kit. There was patient involvement, unknown human harm and unknown delay in therapy reported.